Event description:
Use of perclose device following cardiac catheterization by femoral approach was followed by infection in the groin. Pt needed to be hospitalized and treated with surgery and IV antibiotics for 2 1/2 weeks.

Event description:
Add'l info rec'd from MFR 10/11/01: MFR does not believe that they have filed an MDR for the described event; however, this cannot be confirmed without further info. MFR requests facility name so they can either provide the requested info regarding this event, or, if they haven't filed an MDR, they can enter the event into their database (complaint handling software requires the facility name for complaint registration.)